Manufacturer narrative:
The reported oad was received for analysis with the guide wire engaged inside the driveshaft. Detailed analysis of the driveshaft and engaged guide wire sections revealed some adhered and embedded biological material on the crown and driveshaft, within the driveshaft tip bushing, and on the proximal guide wire spring tip coils. The source of the biological material is unknown. Some resistance was felt removing the guide wire from the driveshaft tip bushing section. Examination of the remaining guide wire section did not reveal any damage that would have contributed to the reported event. The oad was tested and was found to function as intended with no abnormalities observed. At the conclusion of the device analysis investigation, the cause of the reported event was unable to be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred and the patient expired. The target lesion was 90% stenosed and located in the mid left anterior descending artery (lad). The lesion was treated with two passes of the oad on low speed, and a perforation was noted. An intra-aortic balloon pump, endotracheal tube and temporary pacemaker were inserted. A pericardiocentesis was performed and two stents were placed to attempt to resolve the perforation. It was reported that the patient expired the day following the procedure.